Event description:
It was reported the pt stopped using and charging the scs system in (B)(6) 2012, when she received the charging letter. The pt did not experience pocket heating at any time. The ipg is unable to communicate with external devices as the ipg is depleted. The next course of action is undetermined at this time.

Manufacturer narrative:
This ipg serial number included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.